Event description:
Discrepant advia centaur myoglobin results were obtained on patient samples and reported to the doctor. The samples were repeated on second advia centaur system and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant myoglobin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant myoglobin results were due to the malfunction of the sample probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia centaur myoglobin results were obtained on patient samples and reported to the doctor. The samples were repeated on second advia centaur system and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant myoglobin results.

Event description:
Discrepant advia centaur myoglobin results were obtained on patient samples and reported to the doctor. The samples were repeated on second advia centaur system and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant myoglobin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant myoglobin results was due to the malfunction of the sample probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant myoglobin results was due to the malfunction of the sample probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.